Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. Testing results: qc 1: 2.2 inr, qc 2: 2.2 inr , qc 3: 2.3 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.3%.

Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The meter result was 2.4 inr and within 7 hours the laboratory result was 1.9 inr. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The customer does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on heparin or direct thrombin inhibitors, no changes in diet, is on no new medications, no signs of bleeding or bruising, no changes in warfarin dosage, and no recent illnesses. The customer's meter and test strips were returned. Replacement products have been sent. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.